Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 5f terumo sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device jammed and would not retract when the physician shuttled down to the hard stop. Eventually the physician was able to retract the device but the sealant came out of the tissue tract stuck to the advancer tube. The physician converted the pt to approx 20 mins of manual compression. The pt was ambulated and discharged to home the same day ((B)(6) 2012) with no further complications.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The distal segment of the shuttle cartridge was torn and the sealant was adhered to the inside wall of the torn shuttle cartridge. The advancer tube was not returned. Based on the info rec'd, the investigation performed and w/o return of the advancer tube, the root cause of the reported device deployment jam could not be conclusively determined. The review of the lhr (lot f1214202) indicated that the device lot met all established performance criteria prior to shipment.